Event description:
The #15 knife blades are dull and cannot be used to perform surgery. Rptr wants to discontinue stocking #15 blades and replace them with another MFR's product. These blades are very poor quality and are a waste of money.